Event description:
Device's "piston isn't delivering enough." Patient has experienced erratic blood glucose levels (23-380 mg/dl) for the past two weeks. No errors were generated by the device. Patient sometimes does not get all of programmed bolus because the device generates an occlusion error. Patient self-treated erratic blood glucose.